Event description:
It was reported by svc report that the bumpers were damaged during delivery and had exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bumpers.